Manufacturer narrative:
Block h6: medical device problem code a0501 captures the reportable event of tip detached. Block h10: a hot axios stent and delivery system were received for analysis. Visual examination of the returned device found the sheath was kinked and damaged (flattened) at distal section. Microscopic examination was performed and the tip was cracked and there were scratches noted on the surface of the sheath which suggests interaction with another device/tools. No other issues with the stent and delivery system were noted. The reported event of tip detached was confirmed as the tip was cracked and broken. Taking all available information into consideration, the investigation concluded that the reported events and observed failure were likely due to factors encountered during the procedure or anatomical factors. It may be that how the device was handled, manipulated and/or interaction with another device/tool, limited the performance of the device and contributed to the tip detached/damage, sheath damage and sheath kink. Therefore, the most probable cause is adverse event related to the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on may 19, 2021 that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopy with axios placement procedure performed on (B)(6) 2021. During the procedure, the tip was peeled and a small piece of the tip detached while attempting to create a puncture through the stomach. The portion of the tip that detached remains inside the patient. The stent was removed fully covered by the outer sheath and a plastic pigtail stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on may 19, 2021 that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopy with axios placement procedure performed on (B)(6) 2021. During the procedure, the tip was peeled and a small piece of the tip detached while attempting to create a puncture through the stomach. The portion of the tip that detached remains inside the patient. The stent was removed fully covered by the outer sheath and a plastic pigtail stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.